Manufacturer narrative:
UDI: unknown part number. Attempts to obtain product were unsuccessful; UDI unavailable. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
Per MDR (B)(4): it was reported by biomarin that the patient developed an infection after implant of an unknown codman rickham valve. On an unreported date the patient underwent implantation of intracerebral ventriculostomy (icv) set (codman shurtleff (generic) icv device). The lot and model number were not reported. The patient initiated treatment with brineura (300 milligram, qow, icv) for the indication of neuronal ceroid lipofuscinosis. The lot number for brineura was not reported. The most recent dose was administered on an unreported date. Approximately 5 weeks after brineura was started, the patient developed a device infection propionibacterium. A propionibacterium test was performed on an unreported date, but results were not reported. No treatment for the event was reported. No action was taken with brineura due to the event. Action taken with the codman device was not reported. The outcome of the event was reported as recovered/resolved. The reporter assessed the event of device related infection as not related to treatment with brineura. The reporter assessed the event of device related infection as related to the codman device.